Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: expiration date: the expiration date was inadvertently missed in the initial report and has been updated as 8/31/2017. Device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 9/25/2014 method code: the method codes for device history record and complaint review were inadvertently missed in the initial report and have been updated accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation under magnification confirms that the anchor is broken on the proximal portion. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate, no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation under magnification confirms that the anchor is broken on the proximal portion. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate, no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a bankart repair surgical procedure, it was observed that the body of the gryphon p br ds anchor w/oc device broke at placement. According to the reporter, the anchor broke at the proximal area of the device. All debris were removed from the patient. It was reported that the same bone hole was used to complete the procedure. The procedure was completed with same like product with a two minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.